Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level and high blood glucose and sensor had inaccurate readings that triggered threshold suspend alarm. The customer had no symptoms. Customer's low blood glucose at time of incident was 54 mg/dl and 192 mg/dl. Customer's high blood glucose was 408 mg/dl and 520 mg/dl. Customer declined to troubleshoot for low and high readings. Troubleshoot was performed and the customer stated that insulin delivery had 100 points difference between the blood glucose and sensor glucose. The sensor will be returned for analysis.